Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('body allergic to coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), rash ("rashes"), swelling ("all swollen") and systemic lupus erythematosus ("lupus"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals and systemic lupus erythematosus outcome was unknown and the swelling had resolved. The reporter considered allergy to metals, rash, swelling and systemic lupus erythematosus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- allergy to metal, swelling, rashes, lupus. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('body allergic to coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), rash ("rashes"), swelling ("all swollen") and systemic lupus erythematosus ("lupus"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals and systemic lupus erythematosus outcome was unknown and the swelling had resolved. The reporter considered allergy to metals, rash, swelling and systemic lupus erythematosus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- allergy to metal, swelling, rashes, lupus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.